Event description:
Skin abrasion 1.5cm by 1.25cm on left lateral thigh just above the knee noted on assessment. It was determined to be a burn from the circuit of the high flow nasal cannula (hfnc. The temperature probe on the hfnc had become detached and the tubing hot to the touch. It is possible infant's leg was on the hfnc tubing that is 1.5cm in width. It is unknown if the unit was alarming. It is not believed that this is related to the tco2 probe which is located on his right lateral thigh. Reassessed two days later- blister intact and periphery less red. A 2nd dark red spot found out outer left calf consistent with line of tubing. Opinion is if the system disconnects, the heater thinks the gas is too cool and tries to heat it up causing the tubing to get hot to the touch causing possible injury to the infant's skin.